Manufacturer narrative:
One single dpt kit was received for evaluation. The reported event of incorrect data was not confirmed. The dpt did not zero nor sense pressure on a pressure monitor. Electrical testing showed that output and input circuits were open condition. No visible damage was found at dpt cable connector, cable, solder joints and sensor chip of dpt. Continuity testing revealed that all lead wires were open condition inside cable around connector. Examination of the connector after the plates were removed confirmed that lead wires had not been completely inserted into the connector. Supplement report will be sent if there are non conformances related to the manufacturing process. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is not known if user or procedural factors may have contributed to the stated event. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during use with patient of this disposable pressure transducer, the data provided was incorrect. Unfortunately, no further information was available. There was no allegation of patient injury. The device was available for evaluation. The patient demographics is unavailable.